Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial scs leads with the same lot number. It was reported two days after the patient's trial procedure, the patient was hospitalized and admitted to the cardiac care unit due to being diagnosed with hypotension and bradycardia. It was also reported the patient received an external pacemaker and may receive a permanent one. Additionally, the physician does not believe the issues are related to the scs system as the patient had prior health issues including coronary artery disease.